Event description:
Customer reported hemolytic transfusion reaction with one patient's sample. During transfusion workup antibody screening was performed using selectogen lot #s762 and reactions were negative. Customer reported that patient arrived at facility on (B)(6) 2014 with diagnosis of rectal bleed. Antibody screen was performed and was negative. Following electronic cross match the patient was transfused. A total of 13 units of packed cells were transfused between (B)(6) 2014 and (B)(6) 2014 with four units being e pos. On (B)(6) 2014, a sample was drawn and arrived in blood bank grossly hemolysed. A second sample was requested which was also hemolysed. Customer did transfusion work up and stated all testing, antibody screen, dat and elution as well as panel ID, were negative. Testing using tube method and selectogen lot s672, with liss and peg enhancement was also negative. Sample was sent to (B)(6) and anti-e was identified using ficin treated cells as well as peg enhancement. On (B)(6) 2014, ocd contacted customer and was told patient was discharged from facility on (B)(6) 2014. However, on (B)(6) 2014, patient was readmitted due to low hct. Stated patient was transfused 3 units of e-negative pack cells, with some hemolysis noted. Customer further stated sample in question was tested by different methods included tango, immucor solid phase and anti-e was not detected. Rhe antibody, (anti-e) is only detected via ficin method by (B)(6). Customer did not want any further follow-up. Qc was performed on the day of testing and was acceptable.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).